Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed to use excessive force to press the wake button in order to activate the pump display. There was no reported adverse impact to the customer. The customer declined to provide additional information regarding the issue.